Event description:
It was reported that after a premature complex, the device would not biventricularily pace even though the premature atrial complex was in the atrial alert window. Instead a conducted ventricular sensed event would occur. The rep reinterrogated the device adn an error message for erroneous parameters detected. After restoring nominal values and reinterrogating again, the device was normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.